Event description:
Additional information was received that two months later inappropriate anti-tachycardia pacing (atp) and shocks were delivered due to atrial fibrillation with rapid ventricular response (rvr). No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient received eight inappropriate tachycardia therapy shocks due to atrial fibrillation that moved into the ventricular fibrillation (vf) zone. It was noted that therapy was exhausted from the device due to the inappropriate shocks. The vf zone in the device was increased, post-shock enhancements were turned on and the patient's medicine was increased.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.